Event description:
The hosp rep reported a fail code 810:05. The hosp rep did not have info regarding whether the failure occurred during pt use or biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.